Manufacturer narrative:
The manufacturing records for top assembly batch 6854273 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.

Event description:
Clinical trial. This event was found during a manual source document review done on 03/07/2007. It was reported that during a clinical trial drug eluting stenting procedure, the stent would not withdraw. The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3.5mm wide, 20mm long, and 80% stenosed. There was mild calcification. The physician predilated the lesion with a 3.0 x 15 voyager balloon. The balloon was removed and an attempt was made to pass a 3.5x 28mm taxus express2 stent. Several attempts were made but the stent would not cross the lesion because of guide support issues. The stent was removed intact and the entire system changed to include a 6-french ar-1 guide and wiggle wire. Re-attempted to pass the stent after the vessel was again predilated with a 3.0 balloon. Again, even with the more aggressive guide, the stent still failed to pass the lesion. At this point, however, the stent would not withdraw and the distal aspect of the stent was in the beginning of the lesion. It was felt best to deploy the stent where it was rather than risk pulling the balloon off the stent in an undeployed manner. The rca was dilated just past the distal aspect of the stent and full vessel opening was achieved. A 3.5 x 16mm taxus stent was then deployed into the mid rca in overlapping fashion with the previously placed stent to cover the rest of the lesion. There were no patient complications.